Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03843, indicting the manufacturer as c.t.m. Homecare products when the correct manufacturer is goodbaby. Sections d3 and f14 have been corrected.

Event description:
It was reported the rear locking caster on the ih6065a/ih61 reclining wheelchair is warped and will not move.